Event description:
During the successful implantation of our excluder bifurcated endoprosthesis,the pt lost >1 liter of blood during attempts to place a perclose closure device. Cell saver was used. In addition the pt received a blood transfusion of 1 unit. There was no adverse outcome for the pt. Bleeding is a known possible adverse event as stated in the instructions for use. No allegation of deficiency was made regarding this device and as such no further investigation or communication is warranted.